Event description:
Biotronik se & co. Kg acticor 7 hf-t implantable cardioverter defibrillator (ICD) malfunctioned two days after being implanted on the patient. Patient experienced episodes of ventricular tachycardia (v-tach), and reported that the acticor 7 hf-t ICD did not fire appropriately and failed to pace. Manual cardioversion was required due to the malfunctioning of the ICD. Biotronik se & co. Kg technical support was unable to interrogate or reprogram device. As a result, patient required a 2nd procedure to replace the malfunctional ICD pulse generator.